Manufacturer narrative:
This device remains implanted , therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead issued an alert in the remote monitoring system for a high, out of range shock impedance measurement (190 ohms). Pacing impedance has been gradually increasing over the past year from 420 ohms to 520 ohms. In (B)(6) 2020, shock impedance where 140 ohms. Lead integrity testing at that time included a 41 j shock, and shock impedance measurements dropped to 125 ohms. A technical service consultant reviewed the available device data, and recommended performing additional lead integrity testing, and possible a system revision procedure.